Event description:
On (B)(6) 2002: a dental implant was placed in tooth location #9. Subsequently the patient was experiencing pain. On (B)(6) 2005: the implant was removed from the patient's mouth. On (B)(6) 2005: the clinician was contacted. He stated the implant was integrated and in place for over three years. The implant was removed because of pain. After the implant was removed the pain dissolved. The patient is doing well and will be reimplanted at a later date.